Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell against the corner of a counter and shattered the touchscreen. Reportedly, the touchscreen is no longer functional. Customer's blood glucose level was 147 mg/dl. Customer indicated that they will continue to use the pump for continued basal delivery, and has back up injections to deliver boluses when needed.